Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information was requested, but no further information is available. (B)(4).

Event description:
A non health professional reported that following implantation of an intraocular lens (iol), the patient's was worse after implantation, see constant film and was unhappy with vision after surgery. The lens was exchanged with a non-company lens approximately 2 weeks after the initial procedure due to patient unhappy with the vision 20/70. Additional information was requested, but no further information is available.